Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb979, endo pocket 7.5x9", 5ea/cs was being used on (B)(6) 2022 during a robotic lobectomy procedure when it was reported ¿bag broke inside patient with lung inside.¿ further assessment questioning found "as the bag was being removed, the end opposite of the string broke or "popped" leaving the lung stuck in the patient's chest wall. The bag and applicator were removed from the patient's chest with no remaining pieces noted, the lung was removed manually by (surgeon) using instruments and surgical skill.¿ the procedure was completed without the use of an alternate device and a 5¿8-minute delay was also reported. There was no report of injury to the patient or user, as well as no report of medical intervention or any prolonged hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.